Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead, implanted: (B)(6) 2010; 556845 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient heard his cardiac resynchronization therapy - defibrillator (crt-d) device alarming two days post implant. Stored device data revealed that high bipolar impedance values had been recorded for the left ventricular (lv) pacing lead. Provocative testing was unable to recreate the abnormal impedance values. It was suspected that a setscrew was loose on the device. The lv lead alarm was turned off and the device was reprogrammed to a different lv pacing polarity configuration. The device and lead remain in use. No patient complications have been reported as a result of this event.